Manufacturer narrative:
Batch review performed on 22 october 2019. Lot 136026: 70 items manufactured and released on 25-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, 68 items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by r&d project manager. Preliminary investigation performed on 13th november 2019. In the photo the stem is shown just explanted from the patient; the ha coating is totally absorbed and no signs that indicates the failure of the device are present, so from the received image it is not possible to determine the root cause of the event.

Event description:
Revision surgery performed 5 years and 2 months after the primary due to stem loosening. The stem and the ball head have been revised.